Event description:
Hill-rom received a report from the account stating the pt right siderail would not latch in the up position. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-room tech support found the siderail not latching due to it being damaged. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the siderail to resolve the issue. Based on this info, no further action is required.